Event description:
Epidural procedure done for c-section. The medication bupiviacine was injected. The medication did not work from the spinal tray by b. Braun. The anesthesiologist used a different medication from another manufacturer and the spinal worked. This makes the third event that has occurred with failed spinals using the b. Braun spinal trays with bupivacaine.